Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: failed insulation test although the product passed the insulscan, the failure identified in the investigation is consistent with the complaint record because there were dents and scratches on the insulation. The probable root causes can be attributed to improper cleaning or sterilization, or normal wear. The device manufacturer date is not known. (B)(4).

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. Mfg date: the device manufacture date is not known at this time. (B)(4).

Event description:
It was reported that the insulation had been compromised.